Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the they experienced hyperglycemia. The customer blood glucose level was 484 mg/dl at the time of incident and the current blood glucose level was 424 mg/dl. Customer also reported the multiple large air bubbles was present in the tubing. The customer was assisted with troubleshooting. The customer was treated with needle for high blood glucose level. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical services dispatched as a result of high blood glucose values. Customer stated the drive support cap appears normal. Customer had using insulin pump system within 48 hours of reported high blood glucose event. Customer does not allege pump was under delivering. The insulin pump will not be returned for analysis.